Event description:
It was reported that the wake button on the pump has been persistently difficult to press, and required multiple presses to turn the pump on. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.